Event description:
During product testing, four heartstring seals cracked during loading the seals into the delivery tube. There was no patient involvement as the devices were tested in a non-clinical setting. /